Event description:
Terumo received the following reported information: The patient returned from the cath lab with the TR band inflated to 13 cc; however, it completely deflated. Therefore, it was reinflated to 14cc. At that time, the patient did have some bleeding which was controlled when band was reinflated. The patient remained in stable condition. At 1315, the band had 14 cc air in it. At 1445, the nurse attempted the process of releasing air from the TR band; however, found that it had completely deflated, there was no air in the band to remove. The patient was in stable condition, the band was removed, and the site inspected. No hematoma or oozing was noted. A clean dressing and arm board were applied. There was no blood loss.

Manufacturer narrative:
A1: Patient Identifier: Requested, not provided A2: Age & Date of Birth: Requested, not providedA3a: Sex: Requested, not providedA4: Weight: Requested, not provided A5: Ethnicity: Requested, not providedA6: Race: Requested, not provided D4: Lot number: Requested, UnknownD4: Expiration Date: Unknown due to unknown lot number D4: UDI: Unknown due to unknown lot numberD6a: Implanted Date: Device was not implantedD6b: Explanted Date: Device was not explantedH4: Device Manufacture Date: Unknown due to unknown lot number.The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.